Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment and no further informaton is expected. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
It was reported that approx. 109 months after the implantation oversensing occurred with out of range impedances. The lead was capped and replaced.